Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2023, medical staff found air leakage during their daily inspection of the device and immediately reported it to the hospital's instrument department. The maintenance personnel from the equipment department arrived for inspection and found that the oxygen connection pipe was loose after being connected to the machine, resulting in air leakage. The connection head and pipeline were originally equipped by the factory no patient involvement.

Manufacturer narrative:
Hamilton medical ag ahs not received the device for investgation. However, we were informed that after the maintenance personnel replaced the sealing ring on the oxygen connection pipe and connected the equipment again, the equipment no longer leaked air. Hamilton medical ag case number is: (B)(4).